Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00077. The patient was implanted with 3 drg leads, 2 from the same lot and 1 from a different lot. It was reported during an implant procedure on (B)(6) 2016, the physician suspected a cerebrospinal fluid (csf) leak occurred. A blood patch was performed during the procedure. On (B)(6) 2016 the patient indicated she was suffering from a headache. Follow-up information received from the patient revealed the headache resolved.